Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03984 / 03986).

Event description:
Patient underwent a hip revision procedure approximately twelve months post-implantation due to instability. The head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant products: biomet e-poly acetabular liner: catalog#: ep-108424, lot#: 389180. Biomet screw: catalog#: 103535, lot#: 470330. Biomet screw: catalog#: 103534, lot#: 863960. Biomet screw: catalog#: 103533, lot#: 745740. Biomet mallory head femoral stem: catalog#: cp154576, lot#: 553430.